Event description:
The nurse reported to our sales rep that they were informed that during a surgical procedure distal drilling was missed. No further consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.